Manufacturer narrative:
The olympus representative called olympus technical assistance center (tac) with the customer and stated error codes b30 and e204 occurred with multiple 190-series scopes. All scopes operated properly on a second cart. Tac asked the customer to verify/reseat the maj-1933 and maj-1941 communication cables. Tac also asked the customer to verify the endoscope connector on light source was clean and free of debris. After troubleshooting, the errors reoccurred. The customer will be sending the device in for inspection, but it has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
While onsite, the olympus representative found the clv-190 light source displayed a scope communication error b30. The malfunction did not occur during a procedure and there was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.